Event description:
It was reported that the user experienced low blood glucose while using the ilet for a few days, with alerts for low and urgent low, and subsequently stopped use and requested re-training, due to uncertainty about correct operation. Symptoms included feeling sick and tired. Outcomes included self-treatment, with oral glucose and no medical intervention or assistance. Investigation included troubleshooting and education with assignment for, additional training. Investigation of this case revealed that the cause of hypoglycemia was unclear and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in, response to FDA form 483 observations to ensure full reporting compliance.